Manufacturer narrative:
Result: erroneous results obtained. Conclusion: a definitive root cause for the event has not been determined.

Event description:
The customer contacted beckman coulter, inc. (Bci) to report erroneously high hemoglobin a1c2 (hba1c2) results for 4 patient samples assayed on the unicel dxc 600 pro synchron chemistry analyzer. The patient results were reported out of the laboratory. The ordering physician questioned the unexpectedly high hba1c2 results. The original patient samples were subsequently sent to a reference laboratory for repeat analyses. The hba1c2 results from the reference laboratory recovered lower and in alignment with the clinical presentations of the patients. There was no treatment initiated for any of the 4 patients as a result of the erroneously high hba1c2 results which were initially reported. The customer reported that quality control results were within their expected ranges but were recovering on the high end. A field service engineer (fse) was dispatched to the customer's site but was unable to investigate the event due to insufficient hba1c2 reagent being available. The fse will perform the investigation once the hba1c2 reagent becomes available. In the meantime, the customer reported that patient samples will continue to be sent to a reference laboratory for hba1c2 analyses. A definitive root cause has not yet been determined for the event.